Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total extraperitoneal procedure, the surgeon inserted the device into retroperitoneum as usual, but the balloon was not able to be inflated at all. The procedure was completed with another device. The status of the patient was reported as no problem.